Event description:
Recommended asr revision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Although the specific nature of the pt's complaint is unk, because revision has been recommended by depuy's third-party claims administrator, it is reasonable to conclude that the pt's complaint has been determined to be product-related.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision, asr xl acetabular system (left), reason(s) for revision: pain. Update received 12th june 2014. Querying surgery date and product codes. Update received 14th june 2014. Taper sleeve added.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision, asr xl acetabular system (left). Reason(s) for revision: pain. Update received 12th june 2014. Querying surgery date and product codes. Update received 14th june 2014. Taper sleeve added. Response received 21st june 2014. Surgery date confirmed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision, asr xl acetabular system (left). Reason(s) for revision: pain. Update received 12th june 2014. Querying surgery date and product codes. Update received 14th june 2014. Taper sleeve added. Response received 21st june 2014. Surgery date confirmed. Update - lot number for the head is actually for the sleeve. Amended this and added manufacturing date for sleeve. Amended implant date and queried correct lot number for head. Taken from (B)(4) data base dated (B)(4) 2014.